Event description:
Pt with known atrial fib and hypertension presents with 2 day history of increasing anginal-type chest pain with minimal exertion and relieved by complete rest. This is suggestive of angina pectoris. Two days later left heart cath, coronary angiography with intracoronary stent placement of the proximal left anterior descending artery. Heparin 7000 units, reopro bolus and drip administered. 6 french perclose used to close the femoral artery site. Perclose failed with hematoma noted at the site. Hand held pressure applied followed by application of fem stop. No increase in size of hematoma.

Event description:
Add'l info rec'd from MFR 12/20/02: the device was not returned to abbott for testing and investigation. Abbott determined this event to be reportable and has submitted a medwatch for this event. The abbott aware date is 12/10/02. Voluntary medwatch form received via cdrh, which indicates that the pt had a coronary angioplasty performed and a intracoronary stent placement in the proximal left anterior descending artery. The physician attempted to close the arteriotomy with the closer 6 fr device. The device "failed" and a hematoma was noted at the insertion site. Manual compression was applied and then a femostop was placed. There was no increase in the size of the hematoma. Multiple attempts have been made to obtain add'l info and clarification from the customer but no info has been made available.